Event description:
During a pci procedure, the maverick2 monorail balloon ruptured. The lesion being treated was a calcified, 99% stenotic lesion in a very tortuous distal rca. The physician first attempted to cross the lesion with an ivus catheter and was unsuccessful. The physician was able to cross the lesion with a ryujin plus balloon catheter with some difficulty. The ryujin plus balloon did not provide sufficient dilation. Therefore, the physician attempted to advance the maverick2 monorail catheter, but was unable to cross the lesion. Upon removal, it was noted that the balloon was that the balloon was ruptured. A 6fr launcher jr4 sh guide catheter, a pt2 moderate support guide wire and an getz trente inflation device were also used in the procedure. No pt injures or complications were reported. Pt status is listed as "good".